Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was redness and swelling of the patient¿s tissue around the pocket of the device and leads. It was suspected that inflammation from a fistula was responsible for the infection. The fistula was removed, and the system was explanted and replaced with a conventional pacemaker system via right-sided access. The patient was stable.